Event description:
The patient reported having unexplainable high blood glucose that measured "hi" (over 600 mg/dl) on her blood glucose monitor. She stated she bolused 15 units and her blood glucose remained "hi." Her normal blood glucose range is 100-132 mg/dl. She stated she felt irritable and tired. Through troubleshooting, it was discovered that the cog wheel of the patient's piston rod was not positioned properly against the bottom of the insulin cartridge and no insulin was being pushed through the infusion tubing. She was advised to reposition the cog wheel and she able to prime and insulin flowed from the end of her infusion tubing. Upon follow up, the patient stated that her infusion device is operating "great" and her blood glucose has returned to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: codes: no products will be returned for evaluation.